Event description:
Pt received one endeavor sprint rapid exchange (rx) drug eluting coronary stent in the proximal circumflex during index procedure. Pt was asymptomatic at 30 day and 3 months f/u. Approx 5.5 months post index procedure, the pt suffered a myocardial infarction (mi). It is unk whether the report mi is related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. It was reported that approx 6 months post implant of the relevant endeavor sprint rx stent, the pt presented with symptoms of recurring angina. Isr was confirmed and revascularization of target lesion was performed with deployment of one drug-eluting stent. Investigator reported that the event was probably related to the study stent.

Manufacturer narrative:
(B)(4): eval code results: (myocardial infarction).